Event description:
It was reported that customer's insulin pump shut off yesterday. Customer played with the battery cap and the device turned back on. The same issue occurred today. The battery compartment is cracked. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Insulin pump had no blank display noted.